Event description:
Caller (pt's husband) alleged imprecision with inratio meter. Results on 'ng' were from a previous lot. Caller also alleged discrepant results compared to lab. Pt's therapeutic range: 3.0 - 3.5 inr.

Manufacturer narrative:
Investigation pending.